Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. Battery alarms appear in the alarm history. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/11/2017 with the following findings: during investigation, the data from the date of the complaint had been over written. There was no evidence of a short battery life observed. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all currents readings were within specification. The ¿short battery life¿ complaint was unable to be duplicated.